Event description:
It was reported that the patient with this pacemaker device experienced pacemaker-mediated tachycardia (pmt), had symptoms with high heart rate and was lightheaded. The patient was checked and noted undetermined pacemaker issue. The patient also had history of atrial fibrillation (af). Boston scientific technical services (ts) suggested device programming options. This device remains in service. No adverse patient effects were reported. Additional information indicated concerns about the device potentially recording pacemaker-mediated tachycardia (pmt) episodes. However, boston scientific technical services (ts) confirmed that this was not the case. It was noted that the patient was in an atrial-paced, ventricular-paced (ap-vp) state at the maximum tracking/maximum sensor rate (mtr/msr) of 120 ppm. Ts suggested reprogramming options, which successfully resolved the issue. It was also confirmed that stored sensing assurance monitoring (sam) episodes were due to cautery, leading to the reactivation of the minute ventilation (mv) feature. No additional adverse effects on the patient were reported, and the device remains in service.

Event description:
It was reported that the patient with this pacemaker device experienced pacemaker-mediated tachycardia (pmt), had symptoms with high heart rate and was lightheaded. The patient was checked and noted undetermined pacemaker issue. The patient also had history of atrial fibrillation (af). Boston scientific technical services (ts) suggested device programming options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.